Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a 54 year old male patient with a medical history of chronic obstructive pulmonary disease (copd) and end stage renal disease, stating insufficient fluid was removed during multiple hemodialysis treatments, most recently on (B)(6) 2022, resulting in a hospitalization on (B)(6) 2022 due to fluid overload. Additional information was received on (B)(6) 2022 from the htn who stated the patient experienced shortness of breath and swelling of the leg. The patient was discharged on (B)(6) 2022, has recovered without sequelae, and continues to treat using the nxstage system.

Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact the patient''s weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient''s comorbidities. The nxstage system one user guide provides information on the risks associated with dialysis therapy and suggested actions, instructions, cautions and warnings to enable patients to treat safely and effectively. UDI: (B)(4).